Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please review the attached picture and indicate which clip best describes the clip formation observed during the procedure? Was a cholangiogram done? If so, how was the cholangiogram catheter secured? What structure was being fired on when the challenges were experienced? Were there any successful firings prior to the issues encountered? What steps were taken to mitigate the situation laparoscopically prior to opening? The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not feeding correctly and feeding sideways. The clips were not closing properly, which caused bleeding to occur. It is unknown how much bleeding was observed or what shape the clips were in. A blood transfusion was not required. The procedure was converted to open in order to control the bleeding. Hand suturing was used to complete the procedure. The patient is doing fine at this time.